Manufacturer narrative:
Concomitant medical products: model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d), implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the left ventricular (lv) lead displayed t-wave oversensing (twos) and the right atrial (ra) lead had triggered an alert for high threshold. Follow up was conducted with the field representative and no reprogramming was completed. The leads remains in use. No further patient complications have been reported as a result of this event.